Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The laser power was lowered, it made the artifact smaller but did not get rid of it. There were no patient complications reported in relation to this event.